Manufacturer narrative:
It is not known which of the following batteries were involved in the reported event: catalog: 1650de serial: (B)(4). The batteries have been returned to the manufacturer; however, completion of analysis is pending. The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual include a reference guide for normal battery behavior and both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. If there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (ref 3007042319-2015-02071) submitted for devices related to the same event. Evaluation in progress.

Event description:
The ventricular assist device (vad) coordinator from the hospital in (B)(6) reported that the "controller changes from one power port to the other one before the batteries are down at 25%." The batteries were replaced by the hospital with no effect on the patient.